Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported by the rep that the customer has a patient who presented for stage 2 procedure and upon uncovering, the cover screw was found to be broken inside the implant. Dr was able to retrieve the broken screw using screw removal tools. No impact to the patient reported.

Manufacturer narrative:
Zimmer biomet (B)(4). The reported cover screw was not returned for investigation. Therefore, functional and per visual inspection could not be conducted. However, a fractured cover screw was identified on the customer's picture. A device history record review (DHR) was completed for the subject lot number. It was confirmed, that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted, as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. Complainant reported, that the cover screw was found to be broken inside the implant. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.